Event description:
About the problem: there I am taking warfarin daily plus the filter is still inserted. Don't know if filter is retrievable or not. Haven't received any follow-up monitoring or treatment. Only received FDA warning through the media commercials. Two years after insertion of ivc filter, was diagnosed for dvt. Have been required to taken the warafin.